Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thought their ins was 'broken' and that it would not charge. The ins was adjusted 2-3 weeks ago and was still acting up. It was noted that the patient fell on some rocks in (B)(6) 2018 and that they felt that the ins had 'divots or dents' when they touched it which the rep thought was scar tissue. The patient charged the ins to full the night prior to the report but when they took it off the recharger and checked with the programmer it said it was only half full while the recharger was showing full. During a meeting with the rep, the rep 'reset stimulation' and it was working but by the time the patient got home it was 'tightening around their stomach' when stim should only be in their lower back and hips. The patient had to turn stim up high or be in certain positions to get stim in their legs. The patient was feeling stim in their stomach with 2 of their 3 programs. It was noted that they could not sleep with all the noise and vibration of the stim. The patient wanted a rep to meet with them to check the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's doctor wants to replace the current ins because of the issues the ins was having. No further information was reported.